Manufacturer narrative:
The reported field event of high lead impedance could not be confirmed in the laboratory. Analysis was normal. No anomalies were found. The root cause of the high lead impedance could not be determined as it could not be reproduced in the laboratory.

Event description:
It was reported that during implant, when the device was connected to the chronic lead, high impedance was observed. Threshold could not be performed. The device was replaced after several attempts at checking the connection of the lead to the device. A new device was implanted and the same electrical anomalies were present. The physician elected to keep the second device implanted. One hour post implant, all electrical measurments were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.